Manufacturer narrative:
The insulin pump was received with prime error alarm during basic occlusion test and unable to prime at 4.0 pounds during prime test due to moisture damaged inside force sensor resistor. Device was received with missing end cap sticker, cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 115 mg/dl at the time of incident. The customer also reported that the insulin was squirting out during manual prime process. The customer stated that they were unable to exit the preparing to prime loop. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.